Manufacturer narrative:
(B)(4). Pump passed the displacement test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alarm noted in the long trace or pump history. Pump error 63 alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that the battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.